Event description:
Reporter indicated that a vns patient's generator had migrated, and the patient was experiencing a "tingling sensation" under her left arm. No trauma or patient manipulation was reported. The patient had lost a lot of weight. Generator pocket revision surgery is planned. Good faith attempts for additional information have been unsuccessful to date.